Event description:
Per report received from germany- edwards received notification of a pascal precision ace in mitral position where the device was not attached to the leaflets but remained stuck to a chord. The patient had degenerative mitral regurgitation (dmr) and the initial strategy was to implant two devices. During the procedure, there was difficult imaging due to shadowing and the tee probe position. Additionally, the patient presented with challenging anatomy, very medial pathology with a p3 flail. The initial mitral regurgitation (mr) grade was severe. The first device was placed close to the commissure. There was a jet medial to the device, so a second device was attempted to be placed next to the first one more commissural. The sutures were released without issues, and the device seemed to be stable. However, immediately after releasing the wire, it was observed the device was not attached to the leaflets but remained stuck to a chord. As reported, the device was quite mobile. Therefore, the decision was made to capture the device with a snare, and it was bailed out with the guide. There was no bleeding observed. The decision was made to continue with the procedure, and an additional device was implanted in the same place where the previous one was attempted to be implanted. The final regurgitation was trace post-procedure. As per the last update provided from the site, the patient was discharged with no changes to mr.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h11 additional h6 type of investigation codes: analysis of images and labelling review. The investigation results were already submitted in the previous report.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional h6 investigation conclusion code: adverse event related to patient anatomy and/or condition. The complaint for implant dislodged into ventricle was confirmed with other empirical evidence as confirmed by the edwards clinical specialist present at the case. Available information suggests that patient and procedural factors may have contributed to the event. The sub valvular space was heavily chorded in the target area, creating difficulties grasping leaflet. Procedurally, echo image quality was subpar. This contributed to difficulties in confirming adequate leaflet capture, ultimately leading to device embolization of the second device used in the procedure. The device history record review was completed, and these devices passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.